Event description:
Causing issues- vaginal [vaginal disorder]. Half of tampax snapped off [device breakage]. Half of tampax snapped off as pulled it out [complication of device removal]. Case narrative: consumer reported via e-mail that tampax snapped off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.